Event description:
A customer reported the system displayed an error message and locked during the procedure. The procedure was aborted. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the customer reported their system displayed a system message (sm) - communication error. The company representative replaced the lpas illuminator controller printed circuit board assembly (pcba). Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).